Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that their device would not deliver a second shock during a patient event. When the shock button was pressed the service led illuminated and the energy was not delivered. A back-up device was subsequently used during the remainder of the event. The was no report of patient harm associated with the event.

Manufacturer narrative:
Physio-control determined that the likely cause of the reported issue was due to excessive resistance of the shock switch located on the main keypad assembly, when this occurs the device will log the observed event code, following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device would not deliver a second shock during a patient event. When the shock button was pressed the service led illuminated and the energy was not delivered. A back-up device was subsequently used during the remainder of the event. The was no report of patient harm associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device had logged an event code in the device's memory related to a potential failure of the device to deliver defibrillation energy. After replacing the main keypad assembly and performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not deliver a second shock during a patient event. When the shock button was pressed the service led illuminated and the energy was not delivered. A back-up device was subsequently used during the remainder of the event. The was no report of patient harm associated with the event.